Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector, leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad at select button, cracked battery tube threads, cracked battery tube, cracked case, broken battery cap, and battery cap contact missing. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer concerns about open open-book image were unknown due to the flashing medtronic logo. Customer concerns of belt clip damage were unconfirmed upon visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, and the location of the damage was at the belt clip rail. The customer jumped into water and noticed that there is a crack. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, open book image and the serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.